Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The allegation is against 1 of 2 leads; however, it is unknown which lead; therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: kit implantable slim tip lead, 50cm, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 10558224.

Event description:
It was reported that the patient experienced ineffective therapy with tingling. To address the issue, the patient underwent surgical intervention on (B)(6) 2025 wherein one additional lead was added to the system. Therapy was restored post op. It is unknown which lead caused/contributed to this event.